Event description:
It was reported that device had a power on reset after the patient had received radiation therapy. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: product performance information was received, analyzed, and power on reset (por) parameters were noted. One por for write to locked random access memory occurred on (B)(6) 2012 and one patient alert for por occurred on (B)(6) 2012. (B)(4).